Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer reported rss-bh-vnw-c: drive reached 100%. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system drive exceeded 90% (t). A technical support specialist (tss) had re installed bio ID driver multiple times but kept failing, unable to complete the installation, issue persisted. Tss then worked on station and found system needed all in-one replacement. Then the field service engineer (fse) had found station was up and running but bio ID not working and c: drive kept getting full. Replaced the bio ID and installed new drivers. The bio ID was fully functional and informed the customer that fse will return with new all in one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer reported rss-bh-vnw-c: drive reached 100%. There were no adverse events or injuries reported based on this event.